Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b3 for event date, b4 for report submission date and b6 to report device evaluation results and d10 for device return date. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. There was no patient involvement as the malfunction was identified during product receiving.

Event description:
Per complaint (B)(4), a wood chip was found in between the inner vial and outer vial, resulting in packaging issue.